Event description:
Incident as reported: laparoscopic hernia "this info came from (B)(6), the specialty care services on-site mgr who was not in the room at the time, but was made aware of the situation later. Dr (B)(6) was using the scissors for cautery on a lap hernia and his hand was burned while grasping the scissor handle. The operating room staff did open up a second pair of the cb030 for dr (B)(6) to use to finish the case and there were no problems with that pair of scissors. Pt status good."

Manufacturer narrative:
The incident device anticipated to return, a follow-up report will be provided within 30 days or upon completion of investigation.